Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right atrial (ra) lead exhibited high capture threshold measurements and helix mechanism issue resulting in failure to extend the helix. The physician attempted several times but was unsuccessful and decided to abandon the ra lead implantation. The patient was in stable condition.

Event description:
New information received noted that the patient experienced discomfort during the procedure.

Manufacturer narrative:
The reported events were inadequate capture and a helix mechanism issue. The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and covered with blood. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning and applying torque directly to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The cause of the reported event was isolated to the helix covered with blood. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts.